Event description:
Patient reported that after injection with unspecified juvederm in the nasolabial folds they developed "numbness, and a twitching sensation in upper lip area". Patient reported that an "enzyme to break down juvederm was prescribed on two different occasions, which the patient stated "has not helped". The patient has refused to provide any additional information or allow allergan to confirm the event with the patient's healthcare professional.

Manufacturer narrative:
The event of "numbness" and a "twitching sensation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. Device labeling: postmarket surveillance - the following adverse events were received from postmarket surveillance for juvederm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticaria, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar.